Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, lump/nodule, and visibility/palpability are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade IV), lump/nodule, and visibility/palpability. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported having experienced "hardening of the breast," "hard knots or lumps surrounding the implant or in the armpit," a "dent" in the implant and capsular contracture. Additionally, healthcare professional reported capsular contracture, baker grade IV. Device was explanted. This record is for the right side.